Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit errored red alarm, low helium. There was no patient harm reported.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6)). It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had error red alarm, low helium and error safety disk replacement is due. No patient harm. A getinge field service engineer evaluated the unit and found new safety disk needed. This error code is part of an ongoing recall. No issues found during testing. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.